Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The log shows that at 3:00 am, the infusion was paused and then at 3:11 am, the device was channeled off, however, the log does not confirm that the infusion finished at 3:10 am. During the infusion there were multiple instances of the infusion being paused and restarted. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that a 200ml bag of ketamine infusion should have lasted 20 hours, but it was hung at 2155 and finished 0310 (approximately 5-6 hours). The nurse was alerted by a pump alarm. The ketamine was a continuous primary infusion at a rate of 3.3mcg/kg/min (10.12ml/hr). The customer questioned patient tampering. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (2)8110;8015;(2)pri tubing;(2)spm tubing;8100; therapy date: (B)(6) 2018. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a 200ml bag of ketamine infusion should have lasted 20 hours, but it was hung at 2155 and finished 0310 (approximately 5-6 hours). The nurse was alerted by a pump alarm. The ketamine was a continuous primary infusion at a rate of 3.3mcg/kg/min (10.12ml/hr). The customer questioned patient tampering. There was no patient harm.